Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 64mm saccular, zone 2 thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter caudal to left carotid artery was 37mm; the diameter caudal to left subclavian artery was 40mm and the proximal neck diameter of sg seal zone was 37mm. The distal diameter of the proximal neck was 40mm and the proximal diameter of distal neck was 33mm. The distal neck diameter of sg seal zone was 32mm. The diameter proximal to the celiac artery was 28mm. The proximal neck length by centerline was 24mm and the aneurysm length was146mm. It was reported that during the index procedure a final angiogram revealed a possible type ia or type IV endoleak. The physician decided to monitor the patient. A day after the index procedure it was reported that the patient suffered from cerebral infraction and the physician determined to follow up with an MRI to confirm condition and treatment. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: endoleak, occlusion, stroke. Lack of information, unknown cause of endoleak. Conclusion: endoleak, occlusion, stroke. Lack of information, unknown cause of endoleak.

Event description:
Additional information was received as follows: it was reported that the patient complained of abdominal pain and was immediately taken to the facility where an angiogram was performed. A thoracic angiography was simultaneously performed and a type ia endoleak from the valiant stent graft was confirmed. Additional treatment was considered, but because the patient had a cerebral infarction, the physician did not consider intervention. The aneurysm diameter enlarged by about 1cm, and further treatment was considered; however, the patient is currently being monitored. The physician commented that further treatment should be carefully considered. The physician also stated the cause of type ia endoleak might have been a type IV which might have remained since the index procedure, due to the fact that aneurysm has enlarged. Aneurysm enlargement was confirmed from a type ia endoleak from the valiant stent graft; however, no intervention is planned since this patient had a stroke.